Event description:
Event description guidant received information that at an elective implantable cardioverter defibrillator replacement - the patient's chronic lead, an endotak c lead was removed due to subclavian crush, the lead impedance had gone to greater than 2500 ohms. An x-ray was taken, and the lead had fractured. Also at the same procedure the patient's chronic bipolar lead was capped.